Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test, battery out limit or low battery alarm was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump had minor scratches on the display window.

Event description:
Customer reported the battery life on his insulin pump only lasts two to four days. The device alarmed failed battery test. Customer's blood glucose was 400 mg/dl. He already treated. Customer was advised that energizer batteries are the most effective. The battery compartment and cap are not damaged. Customer cleaned the contacts and inserted a new battery, but the device alarmed failed battery test. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. He declined troubleshooting for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).